Event description:
While troubleshooting for a check heater line alarm, a technical service representative (tsr) discovered that a home patient (hp) had disconnected the heater bag from the setup and attached a new one. The tsr reviewed proper procedures with the hp. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error where the patient disconnected the heater bag from the setup and attached a new one. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.